Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be the depletion of the pad-pak due to adverse storage. Upon receipt, the membrane was observed to be blistered. Low battery fails were confirmed within the device memory. The device memory also showed that the device had been stored outside the indicated temperature range of 0°c to 50°c with a highest temperature of 64.5 ºc and lowest temperature of -1.1 ºc. No fault was identified with the AED that would have resulted in the depletion of a pad-pak. The device was scrapped by heartsine and the customer was provided with a replacement device. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device cannot be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device cannot be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.